Manufacturer narrative:
The cushing bipolar forceps were returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the returned cushing bipolar forceps were received in used condition with no visible defects. Visual/conductivity test was performed with a micromed porosity detector. The forceps were able to conduct electric current appropriately. Root cause analysis: the reported complaint could not be duplicated. The bipolar forceps were able to conduct appropriately when tested with a porosity detector for conductivity. This complaint may be the result of incompatibility with the generator or settings. No further investigation required and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports and is linked to mfg report number 3014334038-2022-00247. A facility reported that the brand-new cushing bipolar bayonet forceps (285188) (that were appropriately processed) did not coagulate during a bipolar electrosurgical procedure/facelift. The procedure was completed with an in-house alternative cushing bipolar forceps. No user/patient injury, death or significant delay in surgery occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.